Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection manifested by stomachache. The cause of the event was not reported. On an unreported date, the patient was hospitalized and treated with an unspecified drug infusion for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.